Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to a fast rate. The patient was in the emergency room at the time the shock was received. Technical services (ts) discussed considering programming options to control the rate for the device. No adverse patient effects were reported. This device remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to atrial fibrillation. The patient is having the device checked in the clinic today. There were no additional adverse patient effects. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to a fast rate. The patient was in the emergency room at the time the shock was received. Technical services (ts) discussed considering programming options to control the rate for the device. No adverse patient effects were reported. This device remains implanted.